Event description:
It was reported that the right ventricular (rv) lead configuration for increasing impedances is unipolar, as bipolar is greater than 3000 ohms, all the time. The cardiologist was notified of the increasing rv lead impedances. The patient will be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).